Event description:
It was reported that during an implant procedure, as the pocket was partially closed, the final numbers were tested and the thresholds had increased since the analyzer session. The physician opened the pocket and revised the lead by moving it to a different location in the same vein. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.